Manufacturer narrative:
Based on the lot number of the device, this device was produced prior to the UDI deadline for class 1 devices, therefore UDI is not present. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No known concomitant medical products and therapy dates.

Event description:
On (B)(6) 2019 during a routine activation appointment while crimping the stops on a maxillary 19x25tma archwire the beak of an ormco weinghart plier broke, intra-orally. This resulted in a slip and fracture of the mesial incisal corner of the patients # 21 as well as a small laceration of the attached gingival apical to the #21 and a small cut in the maxillary lip near the vermillion border.